Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an implant procedure, the physician decided the lead was not compatible with the patient's anatomy. The lead was never implanted and a different lead was used. No patient complications have been reported as a result of this event.